Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient received multiple inappropriate shocks, and the device reached eri (elective replacement indicators). The lead was tested and parameters were normal. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "normal" following the replacement procedure.